Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the capacitor is dead and the power switch is causing no alarm.